Manufacturer narrative:
The customer contacted the siemens customer call center (ccc) to report that a discordant falsely high human chorionic gonadotropin (bhcg) patient sample test result was obtained on a dimension vista 500 system. The customer cleaned the system's aliquot probe and aliquot drain. The cause of the discordant falsely high bhcg is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely high human chorionic gonadotropin (bhcg) test result was obtained on a dimension vista 500 system. The same sample was repeated multiple times on the same dimension vista 500 system and on an alternate dimension vista 500 system giving lower results that matched each other. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant falsely high bhcg.

Manufacturer narrative:
The initial MDR (B)(4) was filed (B)(6) 2018. Additional information: (09-apr-2018). The siemens headquarter support center (hsc) reviewed the available information and found that sample ID (B)(6) with an elevated human chorionic gonadotropin (bhcg) test result of 226,205 miu/ml was aliquoted prior to the patient sample (sid (B)(6). The customer replaced the aliquot probe and cleaned the aliquot drain. The customer performed carryover testing after performing this maintenance and no carryover effects were observed. The cause of the discordant falsely elevated bhcg test result for sid (B)(6) is unknown.